Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2016 and two (2) mesh products were implanted. It was reported that the patient underwent removal surgery on (B)(6) 2019 during which the surgeon noted there were dense chronic inflammatory changes throughout the rlq and external ring could not be identified. The spermatic cord was noted to be circumferentially wrapped by the mesh and not salvageable. It was reported that the patient experienced severe pain, inflammation, swelling, nausea, scarring, leukocytosis, cellulitis, erythema, right groin abscess, infection, disfigurement, septic shock, stress and anxiety. It was reported that the patient died on (B)(6) 2019. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 06/09/2021. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.